Event description:
Physio-control sales representative was demonstrating a device and held it under a waterfall. Water entered the device and it would not power on ac and dc source. There was no patient involvement with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and observed that it would not power on. Physio confirmed water damage/corrosion to the device internal parts. Use error (device placement under water fall) is the root cause of the reported failure.